Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds due to loss of capture on the right ventricular (rv) lead. On 4 april 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition before, during, and afterwards.

Manufacturer narrative:
Correction:b5, h6 missing failure to advance coding.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds due to loss of capture on the right ventricular (rv) lead. During the implant a failure to advance guidewire was noted on the lead. On 4 april 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition before, during, and afterwards.